Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had issues with charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. It was noted that during the procedure the physician noticed a calcification around the ipg and the spinal cord stimulator (scs) lead. No further information has been obtained.